Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was received and noted possible atrial fibrillation with rapid ventricular response that the implantable cardioverter defibrillator (ICD) detected as ventricular tachycardia. The ICD remains in use. No patient complications have been reported as a result of this event.